Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check.

Manufacturer narrative:
The driver's patient data file was reviewed and revealed that the right vacuum exceeded the maximum set point limit during the system check test. The limit is required to be within 30 mmhg to 45 mmhg. The customer system check tests were observed to be at 46 mmhg. During investigation testing, the driver passed all functional requirements and was subjected to an additional five system check tests in an attempt to reproduce the customer-reported issue. The driver performed as intended, with no evidence of a device malfunction. The system checks had a maximum vacuum performance within the required 30 mmhg to 45 mmhg range. The reported issue has been previously investigated when it was concluded that vacuum supplier does not specify vacuum performance for the companion 2 vacuum blower unit; the vacuum pressure of 46 mmhg is not indicative of a malfunctioning companion 2 vacuum blower unit. The system test failed because the max vacuum test was intended to detect malfunctioning sensors that report values higher than the limit set in the firmware. This limit was set at a value (45 mmhg) that was believed at the time to be beyond the capabilities of the vacuum blower units. However, units that are at the higher end of the distribution of performance have been seen to exceed this limit. The reason the driver did not pass the system check criteria was because of the unnecessarily low max vacuum pressure limit value in the companion 2 driver embedded supervisor and not any device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.